Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The serial number listed is invalid. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. A customer received unspecified lower sensor scan compared to a healthcare professional device. The customer experienced diabetic ketoacidosis and a loss of consciousness. The customer was taken to intensive care unit (ICU) where a glucose result of "1302" was obtained and the customer was administered an insulin drip (dose/type unspecified) for treatment of a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event. Additionally, sensor results of 94 mg/dl and 84 mg/dl were compared to a healthcare provider meter reading of 257 mg/dl and 500 mg/dl. When the results are plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue with the adc device was reported. A customer received unspecified lower sensor scan compared to a healthcare professional device. The customer experienced diabetic ketoacidosis and a loss of consciousness. The customer was taken to intensive care unit (ICU) where a glucose result of "1302" was obtained and the customer was administered an insulin drip (dose/type unspecified) for treatment of a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event. Additionally, sensor results of 94 mg/dl and 84 mg/dl were compared to a healthcare provider meter reading of 257 mg/dl and 500 mg/dl. When the results are plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.